Manufacturer narrative:
E1, f3 - zip/postal code: (B)(6). Device evaluation this file was created from the journal article ¿lim - 2024'. Manufacturing records review: prior to distribution all the cotton-leung biliary stents are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) of the device states the following: intended use: this device is used to drain obstructed biliary ducts. Precautions: this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause of use error was identified from the available information. As per the IFU, cotton-leung biliary stents are intended to be left indwelling for a maximum period of 3 months. As per the information reported in this file, the complaint device was left indwelling more than 89 days after deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the literature 187 cases of use error exceeding indwelling time. Confirmed quantity of 187 x used device. A definitive root cause of use error was identified from the available information. As per the IFU, cotton-leung biliary stents are intended to be left indwelling for a maximum period of 3 months. As per the information reported in this file, the complaint device was left indwelling more than 89 days after deployment. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient required intervention/additional procedures complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29 may 2025

Event description:
Lim et al. - 2024 ¿ clinical impact of delayed plastic biliary stent removal because of the covid-19 pandemic: the experience from a tertiary ercp referral center. All procedures were performed via ercp (endoscopic retrograde cholangiopancreatography). Only 10f-diameter cook medical cotton-leung biliary stents were used in the study. Overall, 187 cases had stent removal more than 89 days after deployment. The median stent lifespan was 140 days. The file was opened due to 187 cases of use error exceeding indwelling time of cirl device. No health consequences or impact.

Manufacturer narrative:
E1, f3 - zip/postal code: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.